Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, three years and two months of post deployment, a computed tomography of abdomen and pelvis was performed for abdominal pain. The study showed that there was an inferior vena cava filter seen in the very distal inferior vena cava at the level bifurcation to the common iliac veins, suggestive of filter malpositioning. However, a non-emergent interventional/vascular consultation was required for further evaluation. After two days, a computed tomography of abdomen and pelvis was performed. The study showed that there was an inferior vena cava filter located within the inferior vena cava just at the level of its bifurcation. Also, the inferior vena cava was markedly diminutive and there was marked dilatation and tortuosity of the right gonadial vein. After two days, the patients discharge summary provided with information that a computed tomography abdomen/computed tomography venogram showed an inferior vena cava filter at the infrarenal inferior vena cava, just above the level of the bifurcation. Also, interventional radiology was consulted for inferior vena cava filter removal, but their impression was that there was excessive fibrosis, and the procedure was technically feasible i.e., the filter cannot be removed. Around one year later, a computed tomography of abdomen and pelvis was performed for study of post inferior vena cava filter placement. The study showed that an infrarenal inferior vena cava filter was present, and majority of the inferior vena cava was collapsed. Around seven months later the previously performed computed tomographic study was reviewed. Based on the review, the study showed that there was an infrarenal inferior vena cava filter in place in the lower abdomen with its proximal hook at the l4 vertebral level and the filter was located in the distal inferior vena cava with the legs terminating at the bifurcation of the inferior vena cava /origin of the bilateral common iliac veins. The study also showed that seven legs of the filter perforated through the inferior vena cava and six perforated legs extend > 3 mm beyond the wall of the inferior vena cava. Also, two of the perforated legs contacts aorta/right common iliac vein and a third perforated leg contacts the anterior spine. There was marked scarring/evidence of chronic thrombosis of the infrarenal inferior vena cava all the way to the bifurcation of the inferior vena cava /origin of the bilateral common iliac veins. The common iliac veins appear to be at least partially scarred/chronically thrombosed bilaterally as well. There was marked collateral venous drainage via an enlarged right gonadal vein as well as via anterior abdominal wall collaterals. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 09/2014).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with recurrent deep vein thrombosis and pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into organs and the patient experienced abdominal pain post filter implant. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.